Manufacturer narrative:
No damages were observed that would contribute to the reported skin infection, the cause of which could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 4.0.0-p003, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient developed an infection at the pod¿s insertion site on their abdomen while wearing the device between 48 and 72 hours. The infusion site was reported to have redness, swollen, hot to touch and was hard. Additionally, the mother of the patient noted around 18 hours prior to the pod expiration, the patient¿s blood glucose levels were staying high at around 500mg/dl. On (B)(6) 2026, the patient was taken to their primary care healthcare provider (hcp) for a 30-minute appointment after administered bolus shots were not successful. The patient was diagnosed with cellulitis. The patient was treated with a prescription for an unknown oral antibiotic, and the hcp requested a follow up visit the next day to check on the patient's condition. The mother of the patient placed a new pod.